Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose in evening on (B)(6) 2017 with blood glucose of 200 mg/dl. The customer was admitted with blood glucose level of over 200 mg/dl. The customer¿s blood glucose level was 330 mg/dl. The customer experienced symptoms such as semi conscious and began to have a full seizure. The customer was treated with candy bar and soda. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.